Manufacturer narrative:
Device was not returned to MFR for evaluation. Device history review showed nothing related to this incident. Complaint review showed one prior complaint of similar nature.

Event description:
The catheter was placed on 12/9/96. The pt was diagnosed as having contact dermatitis on the skin area where the external catheter ahd contact with the skin. The catheter became clotted and was removed on 1/10/97.